Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge coupler -unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image periodically changes color is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced image periodically changes color issue during set up/inspection for use. There were no reports of patient involvement.